Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced two infusion sets tubing detached events on (B)(6) 2024 and (B)(6) 2024 from connector. Infusion sets were used for 1.5 days. Blood glucose was 14 mmol/l at the time of the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.